Manufacturer narrative:
(B)(4). Device MFR. Date: in the previous medwatch submission, the device MFR. Date for architect havab-m reagent lot 93794hn00 was incorrectly submitted as 10/8/10. The correct device MFR. Date was 11/24/10 which has been corrected in this follow up submission. The customer's issue is now being associated with remedial correction number 3002809144-4/21/11-001-r for architect havab-m reagent lot 93794hn00. The remedial correction number has been changed from 2623532-1/4/10-001-c to 3002809144-4/21/11-001-r to reflect the change in site of manufacture for the suspect medical device and its associated remedial action number for this issue.

Manufacturer narrative:
(B)(4). Concomitant medical device: architect (B)(4) analyzer, list # 3m74-02, serial # (B)(4). Evaluation. Results: cross contamination was identified as a potential cause. Conclusion: insufficient active antigen is being coated on the microparticle with the current microparticle manufacturing process. An adverse trend in us customer complaints for architect (B)(6) assay (list number 6l21) regarding higher than usual grayzone/reactive (gz/r) results rate was detected on (B)(6) 2009. The investigation revealed the most probable cause for the increase rate of gz/r results is the (B)(6) antigen code 26286 which has a reduced potency that affects the architect (B)(6) performance. Insufficient active antigen is being coated on the microparticle within the current microparticle manufacturing process resulting in a performance that is characterized by lower calibrator 1 relative light units (rlu) values. As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false grayzone/reactive results and increases arch (B)(6) assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all (B)(6) samples.

Event description:
The customer observed a higher incidence of (B)(6) grey zone results generated from the architect analyzer when architect (B)(6) reagent lot 93794hn00 was in use. The customer would typically observe three gray zone results in a month and stated two were generated in one night. The customer also noticed more grey zone results were generated when the calibration is at the lower end, therefore, the customer requested a new lot of reagent. In addition, the abbott customer technical advocate reviewed the recommendations of the (B)(6) product information letter with the customer. An example of a gray zone result is as follows: initial result: 1.8 s/co, repeat: non-reactive (no data provided). The customer re-assayed the gray zone samples with new reagent and results were non-reactive, quality control performance was better and relative light units (rlu) are up. There was no impact to patient management.

Manufacturer narrative:
(B)(4), type of remedial action initiated:in the previous submission, the type of remedial action was submitted as a product correction. The type of remedial action taken by abbott was a recall.